Event description:
It was reported in the journal named "the journal of the heart team" of article titled, "acute frame recoil following transcatheter mitral valve in valve replacement: incidence and impact on hemodynamics" that during balloon expansion by using bard true balloon for edwards delivery system, out of seventy patients, eight cases of balloon rupture were reported. There was no reported patient injury.

Manufacturer narrative:
H11: rajendran j, kathavarayan ramu s, besir b, majeed-saidan m, mantha a, yun j et al. Acute frame recoil following transcatheter mitral valve-in-valve replacement: incidence and impact on hemodynamics. Struct heart. 2025 mar 27;9(10):100465. Doi: 10.1016/j.shj.2025.100465. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "the journal of the heart team" of article titled, "acute frame recoil following transcatheter mitral valve in valve replacement: incidence and impact on hemodynamics" that during balloon expansion by using bard true balloon for edwards delivery system, out of seventy patients, eight cases of balloon rupture were reported. There was no reported patient injury.

Manufacturer narrative:
H11: rajendran j, kathavarayan ramu s, besir b, majeed-saidan m, mantha a, yun j et al. Acute frame recoil following transcatheter mitral valve-in-valve replacement: incidence and impact on hemodynamics. Struct heart. 2025 mar 27;9(10):100465. Doi: 10.1016/j.shj.2025.100465. Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Based on the review of the article received, "acute frame recoil following transcatheter mitral valve in valve replacement: incidence and impact on hemodynamics". Balloon rupture seen in 11% is higher than expected for the delivery system. Upon detailed review, the primary contributing factor appears to be the use of hpbd with noncompliant true dilatation balloons, which were inflated at pressures exceeding the rated burst pressure in those cases. Therefore, the investigation is confirmed for the reported balloon rupture and identified improper procedure as the balloon ruptured because the inflation pressure exceeded its rated burst pressure. Per the instructions for use (IFU), do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. Per the reported event the user inflated the balloons at pressures above rbp. This is therefore against the IFU and considered a use related issue. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.